Event description:
Device was filled according to MFR guidelines. Device was then primed for pt use. Pt tried to infuse and device failed to deliver. Pt then used another device from same batch and it worked fine.